Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient was (B)(6) at the time of the reported event and no information was provided on current status of device, however hcp stated patient was last seen on (B)(6) 2016 and current device implanted was functional. No further complications or symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v704351, implanted: (B)(6) 2011 explanted: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the battery died due to the lad placement. Manufacturer representative stated that when you don¿t have the best lead placement it wears out the battery. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator was replaced in 2013 because the battery ¿wasn¿t working," noting that there was battery depletion. More information was received from patient on (B)(6) 2017 reporting that the ins was surgically replaced due to depleting faster than expected. Patient indicated that the wire wasn't giving them the correct signal wave and was sucking up from the battery. No further complications were reported. Please refer to pe (B)(4) for event pertaining to 2nd ins depletion; replaced and pe (B)(4) for event pertaining to return of sx; revision.